Event description:
Drip chamber on tubing is seated too low causing sensor to read error when drip of fluid hangs in-between sensors. Cannot keep drip chamber high enough to keep drip from hanging between sensors.